Manufacturer narrative:
This is 2nd lawsuit (both nearly identical) brought by these law firms.

Event description:
Law suit claiming neurocognitive injuries, memory loss, impaired visual, and verbal memory, significant decline in ability to learn and recall information, disruption and decline in ability to encode new information, loss of executive function and additional physical and psychological harms. Patient 1 allegedly had 24 ect treatments in (B)(6) 2018. Patient 2 allegedly had 41 ect treatments in (B)(6) 2013-(B)(6) 2015. Patient 3 allegedly had 14 ect treatments in (B)(6) 2018. Patient 4 allegedly had 47 ect treatments in (B)(6) 2007- (B)(6) 2008. Patient 5 allegedly had 51 ect treatments in (B)(6) 2006- (B)(6) 2007. At this time, no other information is known.